Event description:
It was reported that the arctic sun device was getting error 80 (non-recoverable system error) during calibration for not cooling due to mixing pump. The device had 4500 and would be coming in for the 2000-hour preventive maintenance. Per work order and from ess communication with customer on 27dec2022, no patient involvement. Event occurred during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that error 80 appeared during calibration. The device did not meet specifications, and was influenced by the reported failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting error 80 (non-recoverable system error) during calibration for not cooling due to mixing pump. The device had 4500 and would be coming in for the 2000-hour preventive maintenance. As per work order and from ess communication with customer on 27dec2022, no patient involvement event occurred during calibration. As per sample evaluation results received on 30jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device primed to fill. It was stated that the l-tube and double l-tubing appeared distended or expanded, but water flow was not impeded. It will be replaced preventatively.